Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A otw 6.0 x 60mm,135cmranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 3 minutes. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.